Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. In addition, the pump battery dropped from 30% to 10% while connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery drop malfunction could not be evaluated due to the other reported issue (charging issue - damaged usb pins).